Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The epidermis at the pocket site became discolored and swollen, and pus was coming out from inside the pocket. Antimicrobial agents were administered. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The epidermis at the pocket site became discolored and swollen, and pus was coming out from inside the pocket. Antimicrobial agents were administered. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in a: patient information.